Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.